Event description:
It was reported that prior to use, the zero on the cardiosave intra-aortic balloon pump (iabp) touchpad was not working properly. There was no patient involved and no adverse event was reported.

Event description:
It was reported that prior to use, the zero on the cardiosave intra-aortic balloon pump (iabp) touchpad was not working properly. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp, but was unable to reproduce the reported issue. To ensure the screen was calibrated, the fse performed a screen calibration successfully. The fse further performed all performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the zero on the cardiosave intra-aortic balloon pump (iabp) touch-pad was not working properly. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.